Event description:
It was reported that the customer's insulin pump alarmed no delivery. The nurse stated that the customer has been treated his high blood glucose of 472mg/dl with 3.0 units of insulin and saline. Troubleshooting was performed. Advised the caller to check the reservoir window or the status screen to verify the reservoir volume, and it was empty. Instructed the nurse to remove and replaced the reservoir to test, and the insulin pump did not alarm no delivery. Assisted the caller to run a fixed prime test and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.